Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s battery did not hold a charge, with the unit shutting down within hours after a full charge, and engineering logs showed battery depletion exceeding 40 percent in a day. Symptoms included no reported adverse clinical effects. Outcomes included no impact on blood glucose management and no medical intervention or hospitalization. Investigation included review of engineering logs. Investigation of this device revealed abnormal battery depletion consistent with a device power or battery performance issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction related to the battery subsystem.